Manufacturer narrative:
Other applicable components are: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving morphine (35 mg/ml at 1.7 mg/day) via an implanted pump. The indication for pump use was post lumbar laminectomy syndrome and spinal pain. On (B)(6) 2017 the patient reported falling approximately 2 months ago and had increased symptoms of chronic pain. A dye study was attempted on an unknown date prior to surgery and the physician was unable to aspirate from the catheter. The pump and catheter were replaced today. The pump was nearing eol (end of life) so the physician decided to replace it as well. No pump issues were expected. At the beginning of the surgery, the physician attempted to aspirate the catheter and was unsuccessful and opted for a full catheter replacement. The environmental, external, or patient factor that may have led or contributed to the issue was noted to be the fall. It was unknown at the time of the report if the issue was resolved. The patient status was reported as ¿alive ¿ no injury¿. No further complications have been reported as a result of this event.

Manufacturer narrative:
The pump was returned, and analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing. The catheter was returned, and analysis found miscellaneous/acceptable testing/catheter incomplete/returned in segments. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Interrogation of the pump determined it was used to infuse morphine [35.5 mg/ml] at 8.440 mg/day and clonidine [118.4 mcg/ml] at 28.15 mcg/day. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump and catheter were returned for analysis. No further complications were reported.